Manufacturer narrative:
Correction: b5 and e2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this issue for cardiac resynchronization therapy defibrillators (crt-ds) have been seen multiple times, where it was impossible to interrogate for some time after MRI (magnetic resonance imaging) exam (even with the alleged programmed MRI compatible programming on), so it is unsure if this is an interaction with the device and post MRI scan condition or just coincidence. It was noted that this has always been temporary of nature, but could not exclude it was coincidental and suspected it was probably environmental related as well and not primarily related to the device operation. The devices would remain in use and no patient complications have been reported as a result of these events.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this issue for a cardiac resynchronization therapy defibrillator (crt-d) has been seen multiple times, where it was impossible to interrogate for some time after MRI (magnetic resonance imaging) exam (even with the alleged programmed MRI compatible programming on), so it is unsure if this is an interaction with the device and post MRI scan condition or just coincidence. It was noted that this has always been temporary of nature, but could not exclude it was coincidental and suspected it was probably environmental related as well and not primarily related to the device operation. The devices would remain in use and no patient complications have been reported as a result of these events.